Manufacturer narrative:
The 8mm tip cover accessory was returned to the isi. The failure investigation was completed on the returned tip cover accessory and no failures were detected on the returned unit. The product was returned in its original packaging. Failure analysis confirmed that no damage was found. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the 8mm tip cover accessory fell inside the patient. The tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tip cover accessory fell into the patient. It was noted that the tip cover was retrieved and that the case was completed with another tip cover. On 08/28/2019, intuitive surgical, inc. (Isi) followed up with the operation theater manager and obtained the following additional information: the surgeon retrieved the 8mm tip cover accessory during the same procedure. The procedure was completed with no patient injury and no additional surgical procedure was performed. The patient did not return with any post-surgical complications.